Manufacturer narrative:
Additional information: h6, h10 an event of valve explant due to a leaflet tear and calcification was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, one photo was received for analysis. Based solely on the aforementioned photo, it appeared that the valve contained tears and calcifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 21mm sjm trifecta valve was implanted. On (B)(6) 2021, the patient presented with chest pain, shortness of breath and fatigue. An echocardiogram was performed and confirmed increased gradient with nyha class iii heart failure. The valve was explanted and replaced with a 21mm magna ease aortic valve due to a leaflet tear and calcification. The patient was reported to be in stable condition and is being monitored.